Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon the implant of this right atrial (ra) lead the pacing thresholds were not good and no capture was seen. The lead was attempted to be repositioned, but after thirty turns the helix of this lead did not extend. The same issue occurred after attempting to change the lead position. The lead was then positioned in the low atrial septum and the helix was rotated twenty turns and extended. The lead was implanted. No adverse patient effects were reported.